Manufacturer narrative:
Correction: h6 device contamination with body fluid should be 2901 - contamination of device ingredient or reagent.

Manufacturer narrative:
The reported event of high capture threshold, high pacing impedance were not confirmed. The reported event of tissue in the helix was conformed. The damage found was sustained during the surgical procedure. The lead was otherwise normal. The cause of the reported event of ¿tissue found in helix¿ was isolated to the helix being clogged with blood/tissue.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-02237. It was reported that the patient presented for a device implant procedure on (B)(6) 2020. During the procedure, the right ventricular lead exhibited high capture thresholds and high pacing impedance despite multiple repositioning attempts. It was revealed that the helix was clogged with tissue. A new right ventricular lead was attempted, but it exhibited the same high capture thresholds and high pacing impedance. The helix was clogged with tissue. The lead was removed and replaced. The patient was stable.